Manufacturer narrative:
(B)(4). Article citation: shah ys, oydanich m, desai ru, chinskey n, khouri as. "Appositional choroidal detachment following xen45 gel stent requiring surgical drainage." J glaucoma. 2022 mar 1;31(3):212-213. Doi: 10.1097/ijg.0000000000001963. Pmid: 34772875. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of choroidal detachment is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a xen®45 gts event described as patient underwent implantation in the right eye via the ab externo technique. Pod 1, iop was 4 mmhg and a well formed bleb was noted. Pod 7, bcva decreased from 20/40 to counting fingers. Pod 11, the gel stent was observed in apposition with the iris, along with a shallow anterior chamber, and a large serous choroidal detachment. Patient was provided steroids and topical atropine. A week later, bcva had further decreased to light perception; and the patient was referred to a retinal specialist where drainage surgery was performed. Pod 1 from surgery, bcva improved to counting fingers and iop was 20 mmhg. One month from surgery, bcva resolved to 20/60, iop was 15 mmhg, and the choroidal detachments had resolved. Device remains implanted.